Event description:
An orsiro drug-eluting stent system was selected for treatment. The stent dislodged from the balloon and was found on the operation table. The dislodgement was noticed before using the device.

Manufacturer narrative:
Combination product: yes. The returned instrument was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is still folded, but contrast medium residue was observed in the balloon- and inflation lumen up to the distal balloon shoulder which implies application of negative pressure. The stent was returned separately still inside of the protector and is severely deformed, i.e. Pinched in its proximal end which implies a handling issue during removal of the stent protector. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the procedure (i.e. Application of negative pressure prior to the placement of the stent across the target lesion and an improper removal of the stent protector which is warned against in the IFU).